Event description:
Attorney alleges that the patient underwent surgery with implant of an unspecified bard/davol kugel (device#1)on 2005. As reported on (B)(6) 2008 the patient underwent surgery with implant of an bard/davol composix kugel(device #2). It is alleged the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the kugel(device #1)and composix kugel(device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of kugel patch (device #1). Per operative notes, ¿hernia sac was dissected from surrounding adipose tissue and mesh. With the peritoneum and hernia sac reduced back into the abdominal cavity, kugel patch (device #1) was placed and sutures were tied anchoring the mesh into place.¿ (note: no product identifier was provided for the previously placed mesh) (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent laparoscopic to open repair with the implant of composix kugel patch (device #2). Per operative notes, ¿extensive adhesions of the lower abdominal omentum to the previous repair and to the hernia defect. The hernia sac was dissected. A composix kugel patch (device #2) was placed beneath the fascia and secured with protack.¿ (note: there is no mention/visualization of kugel patch - device #1 in operative notes). (B)(6) 2015 - patient visited hospital for abdominal pain and CT imaging was performed. (B)(6) 2015 - patient was diagnosed with periumbilical hernia, abdominal pain thereby underwent robotic lysis of adhesions with the removal of old mesh (device #2) and implant of xenmatrix ab surgical graft (device #3). Per operative notes, ¿adhesiolysis was performed. The previous mesh was inspected and there were multiple tacks noted within the anterior abdominal wall. There was mesh that was deformed, likely old kugel patch within the periumbilical space. Based on the amount of fibrous tissue and scarring at mesh site, open procedure was performed. The previous mesh (device #2) and spiral tackers were removed. A xenmatrix ab surgical graft (device #3) was placed and sutured.¿ (B)(6) 2015 to (B)(6) 2016 - patient had abdominal pain and that was controlled. (B)(6) 2017 - patient felt a mass or hernia to the left of the umbilical area thereby underwent CT imaging. (B)(6) 2017 - patient had abdominal wall seroma thereby underwent imaging guided fluid drainage, percutaneous hematoma aspiration from anterior abdominal wall. Attorney alleges that the patient had adhesions, seroma, hernia recurrence, mesh migration, mesh shrinkage, ring break, pain, and emotional injuries. Patient have chronic pain and had eating issues as the hernia mesh implants would frequently cause stomach pain and constipation.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol kugel patch(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about few years post implant of kugel patch, patient was diagnosed with hernia recurrence, inflammation, adhesions, seroma, hematoma, abdominal pain thereby underwent additional surgeries. The instructions-for-use supplied with the device lists hernia recurrence, seroma, hematoma, adhesions, inflammation as possible complications. Note, the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents kugel patch (device #1). An additional supplemental emdr was submitted to represent composix kugel patch (device #2).

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol kugel patch(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch(device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery with implant of an unspecified bard/davol kugel (device#1) on (B)(6) 2005. As reported on (B)(6) 2008 the patient underwent surgery with implant of an bard/davol composix kugel(device #2). It is alleged the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the kugel(device #1)and composix kugel (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."